Manufacturer narrative:
The insulin pump had intermittent bolus express, esc and act buttons response due to corroded keypad traces. No button error alarm during testing. Device had cracked lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding while trying to deliver a bolus and then it alarmed button error and the alarm could not be cleared. Blood glucose value was 212 mg/dl. The insulin pump would be replaced and returned for analysis.